Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that during use, the drill draft began to come apart. There was no patient impact or foreign retained body. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
Visual examination of the returned product identified the silicone sleeve to be damaged and pulling away from the head. The sleeve is cracked and torn such that part of the wire shaft has been exposed. Foreign debris is affixed to the wire shaft. The wire shaft is also damaged such that a part of the sleeve is bulging. The metal actuating head and connector are scuffed. Complaint confirmed based on evaluation of returned product. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.